Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Operative notes provided and reviewed state that clinical assessments noted that in 2014, the knee exhibited mild looseness in flexion and mid-flexion but was otherwise stable. A bone scan on (B)(6) 2024 identified mild stress reaction without evidence of loosening, while a radiology report from the same date confirmed satisfactory alignment with no unexpected lucencies. During an office visit on (B)(6) 2024, the patient demonstrated rotational instability with varus deformity when externally rotating at the hip. Imaging indicated a well-fixed and well-positioned ps knee, although documentation discrepancies suggested a cr knee was in place. The surgeon recommended revision surgery to an lcck construct with a titanium aluminum vanadium femoral component, requiring additional planning and coordination with the manufacturer. The patient expressed a preference for surgery in late (B)(6) 2024 or early (B)(6) 2024. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. The complaint is confirmed based on operative notes provided. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - femur.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient is presenting with instability and subluxation approximately eleven years post implantation. A revision surgery is planned but not yet scheduled at this time pending discussion with the manufacturer to acquire the correct implant for the patient¿s needs. There is no additional information available.

Manufacturer narrative:
(B)(4). D10-medical product: articular surface with locking screw, item# 90595203017, lot# 62351140; stemmed tibial component precoat size 4, item# 00598003702, lot# 62377642; 15mm diameter 30mm length straight stem extension combined length 75mm, item# 00598801215, lot# 62363449. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.